Manufacturer narrative:
The report of broken rings or patient impact could not be confirmed with any of the facility staff that the doctor reference in her report.

Event description:
The surgeon reported that she had experienced several malyugin rings hanging on the iris upon retraction into the cannula as well as other rings that broke upon retraction.